Event description:
Staff nurse removed the forehead pulse ox sensor from under the headband securing device and found a stage ii pressure ulcer approximately 0.3-0.4 cm in diameter. Staff were re-educated to monitor skin condition with forehead probe every shift, and change position of probe every 24 hrs or as needed. Nellcor representative also notified.